Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; iliac dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; iliac dilatation).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm approximately 78 months ago. Vessel morphology was reported as an ectatic right iliac, no calcification, and some tortuosity. It was reported that the patient had a distal type I endoleak with no migration. It was reported that an endurant limb was implanted for the treatment of an ectatic iliac limb that no longer had a seal due to growth of the native iliac artery. No additional clinical sequelae were reported, and the patient is fine.